Event description:
It is reported the system displayed various errors and could not be operated. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel was replaced during the service call. The system was tested and found to be working as intended and put back into service.